Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2024-00111: a facility reported that the mayfield composite series base unit (a3101) is too stiff when locking (always is with a new unit). When they tried to close it, the user's hand got caught and pinched in the locking mechanism resulting in a blood blister.

Event description:
N/a.

Manufacturer narrative:
Mayfield composite series base unit (a3101) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - inspection of the returned unit found the handle was set at the proper pressure. The unit passes all specific functional testing and there is nothing to be repaired. Root cause - the probable root cause is user error as the evaluation found no device deficiencies that would have contributed to the reported complaint. However, it is advised when closing the handle to use the palm of the hand to prevent any type of pinch or crush. No corrective action is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.